Manufacturer narrative:
The customer will repair the device.

Event description:
It was found that the brake wouldn¿t engage due to a missing pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.